Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found that the network switch was unplugged. Corrections included plugging in the network switch and replacing the controller. Communication was reestablished.